Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency department with low heart rate, increased rv capture threshold was observed. Loss of rv capture was observed, and a temporary wire was implanted the rv pacing impedance increased but was still within range. The lead was capped and replaced on (B)(6) 2020. The patient was stable.